Manufacturer narrative:
The product has been requested. Device history records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
It was reported by the facility administrator that during surgery the doctor said the phaco needle broke with patient contact. The phaco tip separated while inside the eye. The break occurred near the screw portion of the tip. The doctor was able to remove the screw portion that remained attached to the phaco handpiece, and the remaining fragment was retrieved manually using his fingers. There was no adverse impact on the patient.

Manufacturer narrative:
Visual inspection of the returned product found the shaft of the needle broken off near the hub. The broken piece of the shaft was not returned. Microscopic examination found jagged edges at the area of the break. Scratches on the hub and faded areas where the purple color is missing. The needle wall at the broken location appears thinner on one side. It cannot be determined how this tip was handled or how many times it has been used, and it looks well used. Due to evidence of use and the amount of heavy physical damage, the root cause of this complaint could not be determined. It should be noted that the needle is a reusable needle. The IFU states that each needle shouldn't be used more than 20 times. At the time of this evaluation, it was not known how many times this needle was used. Therefore, a cause of "expected wear/deterioration" cannot be ruled out. The investigation is ongoing.

Manufacturer narrative:
Visual inspection of the photos by the vendor found a fracture point at the transition between the hub of the needle and the shaft and a severe impact mark at the break area of the needle. This severe impact appears to have come directly from the assembly and or pre-op assembly of the unit after shipment from viant medical. Each needle is visually inspected under magnification prior to shipment. This was not the result of the viant medical manufacturing or inspection operations. The root cause of this complaint could not be determined due to evidence of use and heavy physical damage. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Corrections to sections: d2 product code from: fei to: hqc. G4 PMA/510k from: k063331 to: k041998.